Event description:
It was reported that; during an alif using aero al two of the anchors were impacted but did not engage bone, rather were inserted and ended up in the disc space between the cage and the end plate. This occurred at l5/s1 with the inferior anchors. Additionally at l3/l4 there was an issue with a blade folding like an accordion upon attempted insertion. During this procedure, two cages were implanted and explanted, two were finally implanted and fixated. Patient is fine after surgery there was not damage to the patient. 30 minutes + delay for removal of the original implant that failed.

Manufacturer narrative:
Lot# 145801. Method: visual inspection; device history review; complaint history review; risk assessment; results: device visual inspection indicated the four anchors were attached to the cage. The bottom anchors are bent with a foreign particle embedded in between the anchor and the corresponding channel. Conclusion: the likely root cause of the reported event is debris embedded between the buckled anchor and the corresponding cage channel/jacket likely due to biomaterials. As noted per sales rep, the bone was harder than average. Therefore this could have contributed to the biomaterials embedded in the channels.

Event description:
It was reported that; during an alif using aero al two of the anchors were impacted but did not engage bone, rather were inserted and ended up in the disc space between the cage and the end plate. This occurred at l5/s1 with the inferior anchors. Additionally at l3/l4 there was an issue with a blade folding like an accordion upon attempted insertion. During this procedure, two cages were implanted and explanted, two were finally implanted and fixated. Patient is fine after surgery there was not damage to the patient. 30 minutes + delay for removal of the original implant that failed.